Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying 75 mg/dl before they decided to get in their car and drive home. The patient stated they were going to treat themselves when they got home for the low reading. They stated while driving home, they were on the wrong side of the highway. A police officer pulled the patient over and called for an ambulance. When the ambulance arrived, her blood sugar was checked, and the bg meter was displaying 48 mg/dl. The patient was treated with intravenous (IV) therapy and did not have to go to the hospital. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.